Event description:
It was reported that during a lap nephrectomy, the device was packaged with a vascular staple cartridge in place. The stapler was fired correctly across a vessel and passed to the scrub nurse to reload. The cartridge was removed however, upon inspection the metal sheath of the cartridge had broken away for the plastic of the cartridge and was stuck into the cartridge of the stapler. This prevented the scrub nurse from reloading the device and a new gun had to be opened for a second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan dislodged the analysis showed that the tsw35 device was received in good visual condition and with a reload present, the reload was received fully fired and with the pan detached inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.